Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted ipg will not be returned.